Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
After submission of the initial MDR, product was received on 6/16/2025 and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). 3004753838-2025-154016 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.